Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they were unable to insert the assembly with the involved angio-seal device. The puncture site expanded too much to properly insert the locator/insertion sheath assembly into the vessel because the procedural guiding sheath was repeatedly inserted and withdrawn from the puncture site, causing the assembly to not remain stationary at the puncture site. The device was not used, and manual compression was applied for 30 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250 cubic centimeters (cc). The reported event resulted in patient injury and/or required medical or surgical intervention. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french (fr). The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 8 millimeters (mm). The event occurred intra-operatively. No equipment or other devices were used with the above product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that the procedure prior to angio-seal vip device deployment enlarged the puncture site leading to issues during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).